Manufacturer narrative:
Results of investigation: the navio handpiece pfsr110137, sn (B)(6) (italy) intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. The reported problem was visually confirmed. The snap lock nut is broken and the strain relief is detached from the handpiece. A functional evaluation could not be performed due to broken/damaged parts. The snap lock nut is broken. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. The most likely cause of this event is stress forcing the snap lock mechanism to break. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the scope of this complaint however no further escalation action is required. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. As a part of corrective action a more robust design has been released. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that during a navio preventative maintenance, the navio handpiece had the internal motor hard to turn and the black plastic bush was broken. As this was noticed in a non-surgical environment, there was not any patient involved.

Manufacturer narrative:
(B)(4).